Manufacturer narrative:
All operating currents are within specification on the insulin pump. There were no unexpected low battery or off no power alarms noted. The pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensory system, and excessive no delivery alarm test. The pump functioned properly. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, cracked reservoir tube window corners, a broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the threads where you put the reservoir have broken off on the insulin pump. Customer stated that it is barely working and she has to change the battery once every week or so. Customer stated that the reservoir and battery compartment are damaged. Troubleshooting was performed for the low battery alert. Customer was advised that the pump will need to be replaced due to the damage. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer also reported that she was hospitalized on 05/11/2016 with a blood glucose level of 1300 mg/dl. Customer's current blood glucose is 129 mg/dl. Customer was vomiting and had nausea. Customer stated that there was a 911 call for her high blood glucose. Customer had diabetic ketoacidosis and stated that she started to get the flu before the 911 call. Customer was treated with ivs and an insulin drip. Customer was wearing the pump at the time of the 911 call.